Event description:
It was reported during a cholecystectomy procedure that the cautery knife would not set into the shaft. Another device was used to complete the case. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.